Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 1 open pouch. Analysis and results: there is one previous complaint of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample to analyze the complaint. The needle is detached from the thread in the open sample received and thread is still wound on the pack. However, without any closed sample we cannot carry out an analysis in order to take a decision. A reviewed of the batch manufacturing record shows this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 when additional information is received, a follow up report will be submitted.

Event description:
It was reported the thread (suture) detached. The reporter indicated that upon opening the package the needle and the suture were detached. The product was not used on the patient. No other information has been provided. This event occurred twice (no other information was provided). This report is for the first occurrence.